Event description:
Upon receipt of new test vials, pt tested using control solution. When the readings came back out- of- range for 2 different vials the pt phoned city pharmacy. Pt was advised to call the MFR, lifescan, inc, where he was informed that illegally relabeled/repackaged one touch ultra test strips had been found in the united states. Pt retuned #200 test strips to the pharmacy and was given new vials that were not included on the list of counterfeit lot numbers. Pharmacy quarantined the returned test strips. Dose or amount: check blood glucose frequency: 4 times a day. Route 003. Dates of use: 2008. Diagnosis or reason for use: diabetes mellitus.